Event description:
This is a report of a home patient (hp) who experienced a connection issue between the spike of the uv-flash transfer set and the bag. The hp reported that there was a gap between the set and bag when connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. This device was visually and functionally tested (clamp, clear passage, leak) per product specifications with no issues noted. The outside spike diameter was measured with all product specifications met. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the uv transfer set was identified. A request for the return of the device has been made. Upon receipt an evaluation will be performed or should additional relevant information become available, a supplemental report will be submitted.